Manufacturer narrative:
E1: patient city: (B)(6). Patient country: china. H11 : since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through post marketing surveillance (pms) product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the on market quality review (omqr) procedure.

Event description:
Reference number (B)(4). Event occurred in china, it was reported that the patient experienced high blood glucose (bg) events leading to hospitalization due to ketoacidosis on (B)(6) 2024. After treatment, the patient's bg returned to normal. However, on (B)(6) 2024, the patient experienced abnormal pump infusion and hypoglycemia of 2.9 mmol/l. The pump's bolus wizard calculations were reported to be incorrect. Further abnormal infusions occurred on (B)(6) 2024. The patient reported both high and low bg events while using the insulin pump system. Treatment included overnight hospitalization and glucose/carb intake to control bg. After treatment, the patient's bg recovered to 4.8 mmol/l, with the length of hospitalization still under observation. The patient has type 1 diabetes, and the pump's time/date was correct with no reported damage. No further information available.